Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device was in voo mode and there was no telemetry. The device could not be programmed.